Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating and the pump unexpectedly shutdown. During troubleshooting and review of pump data with tandem technical support, it was determined that the battery was depleting normally based on customer usage/settings, and that pump shutdown was due to the user not charging the battery. However, the customer maintained that pump battery was not performing as intended. The customer continued to use the pump for insulin therapy. The customer's blood glucose was 209-250 mg/dl at the time of event.